Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the distal tip. One haptic is cracked in the gusset area. The lens has been cut in half, typical of insertion and removal. Marks are observed on the optical that are consistent with surgical forceps. Scratches are observed on the optic. All product and batch history records are quality reviewed prior to product release. There are no other complaints in this lot. Unspecified associated products were indicated. It is unknown if qualified products were used. Root cause: the reported haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that a defective haptic was found during a cataract surgery with intraocular lens (iol) implantation. The lens was removed without enlargement of incision. The explantation of iol put additional stress on the main incision, likely resulting in induced astigmatism. Additional information has been requested. Medwatch reference number: mw5098602